Event description:
Pt underwent gastric bypass procedure (2004 - exact date unknown) with implantation of device as staple line buttress. At approximately six months post-op, pt with migration of the implanted device into the lumen of the newly formed gastric pouch. Symptoms of pt were not reported. A portion of the device was extracted (2004). Pt status: unknown.